Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead. The lead was reprogrammed and remains in use. The patient was a participant in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4076 implantable pacing lead (B)(6) 2012; 6947m implantable tachy lead (B)(6) 2012. (B)(4).